Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels, below 40 mg/dl, for the last few days. The customer consumed carbohydrates to address bg level. On the morning that the customer contacted tandem technical support, they realized that the pump basal rate setting was too high and adjusted the setting, per their healthcare provider's guidelines. At the time of the call, bg level was reported to be fine. The customer stated that the pump is performing as intended.